Manufacturer narrative:
D4 - model #: vticm5_13.2 corrected to vticm5_13.7. Claim #(B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: the DHR review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
B1 - corrected to: product problem (e.g., defects/malfunction) in the intial MDR. B2 - required intervention to prevent permanent impairment/damage should be removed from the initial MDR. B5 - corrected to: "the reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens of diopter -8.0/3.0/091 (sphere/cylinder/axis) as an exchange lens into the patient's right eye (od) on (B)(6) 2024. Reportedly, "lens implanted and removed as the surgeon felt that even a 13.7 size lens was small." The lens was implanted and removed intraoperatively on (B)(6) 2024. Reportedly, "he is fine and happy after removal of icl." The problem was resolved. The cause of the event was reported as unknown. " in the initial MDR. D6b -explant date: (B)(6) 2024 should be added to the initial MDR. H1- corrected to: malfunction in the initial MDR. H6 - health effect - impact code: 2199 should be added to initial MDR. H6 - health effect - medical device problem code: 3189 should be added to initial MDR. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic bent/deformed to the lens. Dimensional inspection found that the returned lens did not meet original values measured at the time of manufacturing. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens of diopter -8.0/3.0/091 (sphere/cylinder/axis) as an exchange lens into the patient's right eye (od) on (B)(6) 2024. Reportedly, "lens implanted and removed as the surgeon felt that even a 13.7 size lens was small." The lens was explanted on an unknown date. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4)